Event description:
It was reported the patient stopped feeling stimulation from his scs system after he had an unrelated medical procedure. A sjm representative met with the patient for reprogramming but was only able to obtain partial stimulation and confirmed the patient had invalid impedances. The patient is consulting with his physician regarding possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.